Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had called earlier because the insulin pump had alarmed no delivery. The customer bolused and received a no delivery alarm. Now her blood glucose level was 505 mg/dl. She treated her blood glucose level with a pen. The device was not returned.